Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for a device exchange. There was a pacemaker generator failure. The pacemaker was explanted and replaced. There were no complications.

Manufacturer narrative:
The reported event of pacemaker generator failure was not confirmed. The pacemaker was returned for analysis. Electrical, visual, and longevity assessments were normal with no anomalies found.